Event description:
Reporter alleged the advantage blood glucose testing system was not available for use due to an alleged display issue. Customer stated the display had a bunch of segments in different patterns and the entire screen is fading. As a result of the issue, customer stated not taking his insulin as normal and was admitted to the hospital for a week where glucose measured > 800 mg/dl on a hospital device. Customer indicated being treated for influenza and diabetic ketoacidosis (dka). The location where the incident originally occurred was not provided and no other info was provided or could be obtained by the MFR despite attempts made to contact the customer. A request was made for the return of the suspect product and replacement product was sent. Advantage system: with the test strip type, lot, and expiration date not provided.

Manufacturer narrative:
The suspect product is the advantage meter.